Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A 025/260 platinum plus¿ guidewire was selected for use. However, during preparation of the wire, the physician noted that the tip of the wire was broken. The wire was not used on the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.